Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 14-mar-2021, UDI#: (B)(4); product ID: 9 77a290, serial/lot #: (B)(6), ubd: 10-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stood up quickly and slammed their head on a hanging television, after which a change in stimulation on the left side was noted, with stimulation no longer felt in the neck and instead felt only in the left shoulder blade in an undesired location. Lead imaging/x-ray performed in clinic showed the left lead had pulled down significantly. A lead revision procedure was scheduled, and both leads were replaced and repositioned back to where they needed to be. The issue was reported as resolved, and the patient was reported to be alive with no injury and satisfied with the stimulation. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the implantable neurostimulator was not replaced on this date. Only the leads.